Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm. The tsr instructed the home patient (hp) to end therapy and call her nurse in the morning. The tsr assisted the hp to end therapy. The hp opened the cassette door and found a leak right where the heater line joins the cassette. The hp said she had a hard time loading the cassette tonight. The hp stated she would complete therapy tonight by using continuous ambulatory peritoneal dialysis (capd). The hp would call the peritoneal dialysis registered nurse (pdrn) in the morning. The solution to this issue was provided over the phone and swap of the device was not necessary. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, the hp ended therapy on the cycler and completed with manuals. The hp confirmed that she saw a leak where the heater line joins connects to the cassette. Per hp, there were no other issues with the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).